Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient began to experience symptoms that may be related to withdrawal, forgetfulness and lethargy between late (B)(6) and early (B)(6). The pump reservoir was checked and the expected volume was different than the amount aspirated. The device was explanted and returned for evaluation. The date of explant is unknown at this time.

Manufacturer narrative:
Device evaluation summary: the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The reported event could not be confirmed. The pump primed and flowed per specification. (B)(4).

Event description:
The pump was explanted on (B)(6) 2015. It was reported that the patient is doing well and there have been no additional issues.